Event description:
This spontaneous case describes the occurrence of uterine perforation ("uterine perforation") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced uterine perforation (seriousness criterion medically important), device dislocation ("devie migration"), pregnancy with contraceptive device ("unintended pregnancy"), genital haemorrhage ("bleeding"), hypersensitivity ("hypersensitivity reactions to certain components"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic painn"). Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. 0g was the reported birth weight. No causality assessment was received for essure with regard to abdominal pain, pelvic pain, genital haemorrhage, hypersensitivity, device dislocation, uterine perforation or pregnancy with contraceptive device. The reporter commented: essure implants: the court denies the 132 claims against bayer for compensation of anxiety damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of uterine perforation ("uterine perforation") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced uterine perforation (seriousness criterion medically important), device dislocation ("devie migration"), pregnancy with contraceptive device ("unintended pregnancy"), genital haemorrhage ("bleeding"), drug hypersensitivity ("hypersensitivity reactions to certain components"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic painn"). Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to abdominal pain, pelvic pain, genital haemorrhage, drug hypersensitivity, device dislocation, uterine perforation or pregnancy with contraceptive device. The reporter commented: essure implants: the court denies the 132 claims against bayer for compensation of anxiety damages. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.